Event description:
The customer stated on (B)(6) 2012, an elevated architect ca19-9xr result of 254.73 u/ml was generated from patient #(B)(4) who was being serially monitored when recalled reagent lot 08852m500 was in use. The customer stated quality control values were not affected. There were no adverse consequences due to the elevated ca19-9xr result.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.